Event description:
The customer stated that the bottom end of the insulin pump was cracked. The customer felt that it happened when he dropped the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken end cap.